Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Advanced technical review: the system logs for the event date on (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: it was initially reported that four days after completion of an ion endoluminal lung biopsy procedure and an endobronchial ultrasound (ebus), the patient returned to the hospital presenting with chest pain secondary to mediastinitis. A lung needle biopsy confirmed the infection. It was noted that the infection was present in the upper lung, not near the tissue that was targeted during the ion procedure. This event resulted in a hospital readmission for the patient, and antibiotic treatment to resolve the infection. Although the physician does not believe that this event was caused by the ion system, the cause of the post-procedure complication is unknown.

Event description:
It was reported that four days after completion of an ion endoluminal lung biopsy procedure and an endobronchial ultrasound (ebus), the patient returned to the hospital presenting with chest pain secondary to mediastinitis. A lung needle biopsy confirmed the infection. It was noted that the infection was present in the upper lung, not near the tissue that was targeted during the ion procedure. This event resulted in a hospital readmission for the patient, and antibiotic treatment to resolve the infection. The physician does not believe that this event was caused by the ion system. On (B)(6) 2021, an email response was received from the physician with the following information: there was no malfunction of the ion system, instruments or accessories noted. The ion system and instruments/accessories were inspected prior to use and no damage was observed. It was initially reported that the patient presented to the hospital with symptoms four days after the completed ion procedure. However, the patient presented to the ER with symptoms on (B)(6) 2021, which was 21 days after the completed ion procedure. It was noted that the patient has a history of chronic obstructive pulmonary disease (copd). A lung needle biopsy with ebus and a chest CT were performed to confirm the diagnosis of mediastinitis. The patient was readmitted to the hospital and started on antibiotic treatment, specifically zosyn and vancomycin. The patient was discharged from the hospital on (B)(6) 2021 and doing well. Although the physician is uncertain of the cause of the infection, he does not believe the mediastinitis was related to the ion procedure.